Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated the device is in process of being returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft mesher had incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. It was reported that the device had an incomplete mesh. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher six times.the last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller and gears were replaced. This is not a related issue. The device history record (DHR) review for noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 cutter as documented in the repair reports. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 2:1 cutter six times. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the cutter did not produce a passing mesh. Initial qa inspection of the skin graft mesher revealed that the calibration and test mesh could not be taken due to the bent comb. The gear and roller were damaged. Once the device was disassembled it was found that the side plates were worn also. The 1.5:1 ratio cutter produced a passing sample mesh. The 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable as it has been the last 4 times it was returned for service. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device with the 2:1 cutter produced an incomplete mesh. The root cause of the incomplete mesh was due to the damaged cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.